Manufacturer narrative:
The user was hospitalized and diagnosed with fluid in the brain. The event happenend on (B)(6) 2026.upon review of dms, the user is currently using the system, and the information is up to date.the event was not related eversense system.

Event description:
Senseonics was made aware of an incident where user was hospitalized and diagnosed with fluid in the brain.the event happenend on (B)(6) 2026.upon review of dms, the user is currently using the system, and the information is up to date.the event was not related eversense system.